Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
A complaint from germany reported that the patient was placed on impella cp smart assist and developed bleeding at the impella groin site. It was later noted that the bleeding was resolved, however, how it was resolved was not provided. It was reported that the patient was heparin induced thrombocytopenia (hit) positive. Due to the hit, heparin was removed from the purge. The care team was provided with recommendations for hit. Additionally, the patient was given dobutrex ex due to tachyarrhythmia. The patient expired while on support. No allegations were made towards the impella for cause of death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).